Event description:
It was reported that patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) due to unknown reasons. Patient previously experienced unspecified issues with his sling device. No information about the patient outcome is available at the moment. Additional information was received. Patient experienced recurring incontinence. Sling device remains implanted.